Event description:
It was reported a caster wheel spoke on the v18pfr wheelchair broke while the patient was away from home. As a result, the wheelchair would no longer move and the patient required assistance getting back to his home. No further patient complications were reported as a result of this event.